Event description:
A mother reported that her child experienced unconsciousness while using a fasttake meter. Pt has type 1 diabetes mellitus and is on an insulin sliding scale. In 2001, pt was found unconscious in bed at 06:30 am. Paramedics were called and found pt's blood glucose 181mg/dl on ft meter compared to 35mg/dl on paramedic's meter. Pt was treated at home with IV fluid and glucagon and was not transferred to hospital. Per ft meter memory, pt had a blood glucose of 208 on the day before the event at 19:56. Mother has no information on how much insulin pt took on this same night before going to bed. No allegations of harm have been made.